Event description:
Customer reportedly obtained a result of 424mg/dl on the advantage/voicemate system and 66mg/dl on a professional device within 10 minutes. Customer consumed juice and food based on 66mg/dl result. Customer was also given an IV of unk substance. Requested return of suspect system and replacement was sent.